Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper pop-off with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes the stopper pulls out of tube when in analyzer. The following information was provided by the initial reporter, translated from portuguese to english: the team reported that the sst gel tubes, when done open collection (collection with syringe and then opening the tube to transfer), open during centrifugation. Therefore, they need to bandage all the tubes they collect with a syringe to prevent the tube from opening and spilling.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer(r) sst" blood collection tubes the stopper pulls out of tube when in analyzer. The following information was provided by the initial reporter, translated from (B)(6) to english: the team reported that the sst gel tubes, when done open collection (collection with syringe and then opening the tube to transfer), open during centrifugation. Therefore, they need to bandage all the tubes they collect with a syringe to prevent the tube from opening and spilling.